Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly failed calibration at step 6 with error 2 (pre-warm inlet pressure error), expected value was -7.0 actual value was -0.04. Then at step 20 with error 80 (water check time out - unable to reach calibration temperature), expected value was 6 actual value was 26.59. Per sample evaluation results on 11jun2024, it was reported that the arctic sun device failed the protective earth during est due to high resistance. Unit cannot finish decontamination due to its draining function faulty.